Event description:
It was reported that while the ventilator was connected to a patient, the patient pulled off the tubing. The ventilator alarmed, but was not heard for over 15 minutes due to construction noise on the floor. The patient's saturation had decreased to 55% when the patient was found unresponsive. The patient was oxygenated and saturation went back to normal after 4 minutes. The patient was removed from life support 4 days post event and died. (B)(4).

Manufacturer narrative:
Our field service engineer who was dispatched to site examined the ventilator and found it functioning properly. The logs were downloaded, a preventive maintenance was performed and the ventilator was returned to service. The logs contain alarms that indicate a disconnection situation, but not on the given day of the event. The duration of the disconnection period according to the logs was 16 minutes and 41 seconds. There are no technical error codes in the logs. The conclusion in the matter is that there was no ventilator malfunction during the time of the event. The ventilator alarmed as it should when the disconnection occurred. (B)(4).